Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The navigation tech called the company representative with questions on the behavior of their rosa robot. She normally does a system precheck prior to each rosa surgery case. She said that she tried connecting to the robot arm in guidance mode while the robot was still in the storage closet and was unsuccessful in her attempts. After receiving the initial connection error message, she closed the rosa software, turn off the robot and unplugged from the outlet. She then proceeded to plug the robot back in and reboot the system. She said that the robot failed to connect again. Shortly after bringing the robot into the operating room, she gave the company representative the call previously mentioned. The patient was then connected to the rosa robot before the navigation tech got back to working on the rosa robot software at 8:15 am pst. The company representative told her to try to do the full system reboot with the unplugging step as well. The navigation tech said she opened a previous patient folder after the reboot and the rosa monitor ended up having a blank black screen. Afterwards, the rosa software starting screen showed up again. The navigation tech proceeded to open a previous patient study and successfully connect to the rosa arm at approximately 8:18 pm pst.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer several times. This software anomaly will be addressed through our design issues management process. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 adverse event problem. H10 additional narratives/data.

Event description:
The navigation tech called the company representative with questions on the behavior of their rosa robot. She normally does a system precheck prior to each rosa surgery case. She said that she tried connecting to the robot arm in guidance mode while the robot was still in the storage closet and was unsuccessful in her attempts. After receiving the initial connection error message, she closed the rosa software, turn off the robot and unplugged from the outlet. She then proceeded to plug the robot back in and reboot the system. She said that the robot failed to connect again. Shortly after bringing the robot into the operating room, she gave the company representative the call previously mentioned. The patient was then connected to the rosa robot before the navigation tech got back to working on the rosa robot software at 8:15 am pst. The company representative told her to try to do the full system reboot with the unplugging step as well. The navigation tech said she opened a previous patient folder after the reboot and the rosa monitor ended up having a blank black screen. Afterwards, the rosa software starting screen showed up again. The navigation tech proceeded to open a previous patient study and successfully connect to the rosa arm at approximately 8:18 pm pst.